Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
On (B)(6) 2016 implanted the nail for an atypical fracture. On (B)(6) 2017, the nail was broken on lag screw area. After surgery, it is possible that it may have become a pseudo joint.